Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the loose connector-side root and cable, water ingress in imaging unit and cable was traced to component failure. However, the probable cause of foreign matter on scope mount could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the autoclavable camera head to the service center for evaluation related to a separate issue. During device evaluation, the repair center technician identified the device had loose connector-side root and cable, foreign matter on scope mount, and water ingress in imaging unit and cable. There was no patient involvement.